Manufacturer narrative:
B3 - event date: estimated based on the scanned CT medical record date of (B)(6) 2017.

Event description:
A greenfield filter was implanted on an unknown date. It was also noted that perforation and tilt occurred on an unknown date . No further patient complications were reported. It was further reported that a CT of the abdomen was performed in 2017 and revealed the filter was located approximately 4 cm below the lowest renal vein (left renal vein). There was a tilt of the filter against the lateral wall of the ivc by approximately 9 degrees. There was penetration of all 6 struts through the caval wall. The greatest penetration was by 2mm involving the most posterior and posterior lateral struts. There was minimal erosion of the adjacent vertebral body by the posterior-most strut without definite evidence of incorporation into the bone.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. It was also noted that perforation and tilt occurred on an unknown date . No further patient complications were reported.